Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced the critical pump error 63 and pump error 65 alarms. Troubleshooting was performed and the customer was able to clear the alarm. Customer was able to complete the rewind process as well. No harm requiring medical intervention was reported. The customer will discontinue use of the device and a serialized device will be replaced. The insulin pump will be returned for failure analysis.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 63 or pump error 65 alarms alarm occurred during testing. A review of the pump history file shows a total of five (5) pump error 63 (linenumber 19208 filenumber 49 variableinfo 2) alarms due to lcd test failed) due to enum _hardware_fault_ID_e and pump error 4 alarms as a consequence of pe63 and was expected. No pump error 65 alarm was found in the history files. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Pump error 63 and pump error alarms are confirmed, fault isolated to the hardware. Pump error 65 alarm is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.